Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> the device associated with this report was not returned. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device is an instrument and is not implanted/explanted.

Event description:
It was reported that the screwdriver broke during the case. All pieces were retrieved. The drill guide seemed to be making drill go in at an angle. There was a 15 minutes surgical delay.